Event description:
It was reported by FDA patient underwent total hip arthroplasty in 2002 receiving an m2a hip system. Subsequently, patient is alleging the need for revision due to elevated metal ions and vertical cup placement possibly resulting in excessive wear. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. (B)(4).